Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose (bg) level reported as "high"; although specific value was not provided. Customer addressed bg via a manual injection. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.